Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that in the central sterile department of the user facility that the device overheated. As this event occurred during cleaning at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that in the central sterile department of the user facility that the device overheated. As this event occurred during cleaning at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.